Manufacturer narrative:
(B)(4). Insulin pump p-cap test reservoir locked properly in place. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 alarm noted during testing. However, pump error was confirmed in formatted history file due to moisture ingress on motor and force sensor. The pump was cut open and moisture damage on motor home switch and force sensor noted during visual inspection. The pump was received with a cracked select button on the keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to successfully clear alarm and complete rewind. Customer stated insulin pump successfully completed steps in displacement verification table. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.